Event description:
It was reported that a staff member has just received a patient from an outside facility on the cardiosave intra-aortic balloon pump (iabp). After plugging in the fiberoptic sensor to the cardiosave the fiberoptic sensor module failure message appeared. The sensor was remove and reinsert but the message remained. It was recommended to switch to a different console and send that one to biomed. There was no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated check unit for fber optic error , found fault code #53 occurred once I checked the past logs and see that fault had not occurred before, ran the unit thru many fiber optic tests with my fiber optic test tool, I could not get the fault to duplicate, I ran the unit on a test balloon with no problems , I am unable to duplicate the issue at this time, I have informed the biomed and they have chosen to put back into service.